Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the catheter was introduced to the right side and displayed virtually in the left lung. Additionally, there were issues achieving marks and at times during registration. It was also noted that the location guide (lg) and extended working channel (ewc) was not detected when present in patient. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case by turning the board right side up and catheter replaced twice. There was no patient injury.